Event description:
The end user alleges she was sitting in the unit with it plugged in to charge. She was getting out of the unit when she saw sparks coming from the base where the wires plug in. She got out of the unit and saw flames under the base of the unit. Her daughter threw water on the unit and then went outside the home. The fire dept was called because of some smoke in the home. No injury or property damage reported.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Pride is waiting for the unit to be returned for eval. Cannot draw any conclusions at this time. The unit was replaced by pride.